Event description:
(B)(4). Ever since this device enter my body, it has giving me nothing more than trouble. Starting with irregular periods that come and go as they please, may have 2 periods within a month with out any warning signs (before was very regular on the dot), to brain fogginess, vertigo (need to hold self to not fall down), I feel very dizzy most of the time, very temperamental out burst for little things. Sharp abdominal pain on my left side (mostly), lower back pain, headaches (very rarely I suffer one until now). Extremely forgetful, very tired (fatigued) during the entire day, lack of motivation, and strength. Unable to loose weight (until now due to extreme diet), my legs tingle like something is crawling on them. Tenderness during sex (can fill a poking painful sensation in my uterus, and may bleed after intercourse (never had this experience, only during a time I use the merina device which I had to remove due to the pain, it also cause along with the bleeding). Constipation, stomach bloating (look like I'm 7th pregnant). A lot of discharge from vagina, some times it has a smell to it (like rotten fish), may be extra thick and creamy (never had this problem before) it itches but not std related (have recently been tested and came negative to all of them). I am a very healthy person. Never had a complaint before with any hospital, or dr. I'm so healthy that even with insurance I never really had to go to the dr.'s office for nothing more than a common cold, here and there, or for birth reasons. I never had a complaint of anything more than just the usual normal life. Even my hemoglobin, pressure, all blood work's, thyroid, everything always fine, so I didn't really go to the dr. Very often. Now that my insurance ran out and I no longer can afford an insurance plan, and can really work due to my vertigo, fatigue, and other symptoms, now I need a dr. And all thanks to essure for the change of life for the worst.